Manufacturer narrative:
UDI not required. Legal manufacturer: hcs madison - (B)(4). A ge healthcare service representative performed a checkout of the equipment; the alarm was indicated in the machine logs. The device is being sent to a ge healthcare repair facility for further diagnostics and repair. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019. Date of device manufacture: the date of device manufacture is not available at the time of aer filing. Device manufacturer year is 2011. No patient information provided. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit stopped ventilating without alarm while running on battery power during transport of a patient. There was no report of patient injury.

Manufacturer narrative:
Initial MDR 2112667-2019-01799 was submitted in error as it was a duplicate of MDR 112667-2019-01313.